Event description:
This rv lead was implanted on (B)(6) 2001. A call to technical services on (B)(6) 2012 states that there is an issue with the rv lead. Patient had multiple syncopal episodes. No pacing at all, loss of capture. Outputs set at max and no capture. Split configuration pacing unipolar sensing bipolar. Impedance started at 800's over past year has risen to 1210 today. Patient pacer dependent. Working with dr. (B)(6) out of (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).